Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "5 out of box of 10 wafers with decreased wear time as a result he stripped his skin under the white tape collar. He has changed his skin barrier 5 times in the last 48 hours. Small amount of bleeding noted from where he stripped his skin but no bleeding noted at this time. He usually changes his skin barrier every 5 days. He uses stomahesive paste; eakin cohesive seals to his peristomal skin. He also uses adhesive remover and protective barrier wipes to his peristomal skin.." Instructed on holding and molding the skin barrier in place. Instructed on crusting with stomahesive powder and skin protective barrier wipes or water. Instructed on using adhesive remover to help remove his skin barrier. Instructed on cleansing his peristomal skin with water and mild soap, one without lotions, moisturizers or creams. Instructed if area does not improve or he has any questions to contact us for additional instructions.